Event description:
A 1.5 x 20mm world pass balloon catheter was being advanced over the wire and the operator noticed the wire passing "outside of the balloon"; there was a puncture/cut on the distal shaft of the balloon catheter, which was caused with the proximal end of the wire. The procedure was completed with a maverick balloon. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states. Additional info will be submitted upon 30 days of receipt.